Event description:
The draeger ventilator we used in the or(operating room) allowed for two vaporizers to be turned on at the same time. If one is slightly open, it does not activate the lock out mechanism on the other one. I turned on sevoflurane after intubation and the leak alarms started shortly after. After troubleshooting, more common areas for a leak like the circuit, we discovered the leak was coming from the desflurane vaporizer being slightly open causing the leak and causing none of the sevoflurane that was running to reach the patient. The patient in pacu(post anesthesia care unit) states that he had awareness under general anesthesia because of this issue. This is a huge safety concern and I feel like it could happen again if not looked into further.